Event description:
It was reported that a patient received lioresal intrathecal injectable solution for tetraparalysis from 2004-(B)(6). On 2013-(B)(6), the patient experienced hypotension, respiratory depression, vomiting and the patient was in a coma. The patient was treated with intravenous hydration and vasoactive amines (unspecified). Treatment with lioresal intrathecal was discontinued on 2013-(B)(6). The outcome of the events was reported as unknown. The causality of the events was assessed as suspected to lioresal intrathecal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).